Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was investigated. As received, the monitor reset during evaluation. Upon evaluation, there was contamination on the j1 battery connector pins. The cause of the resets is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.